Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was also reported that there was moisture present in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was intact and no damage was observed. All the keypad buttons responded appropriately. The pump case was removed and there was no moisture observed in or outside the pump. The keypad cover was removed and no contamination was found under the button contacts.